Manufacturer narrative:
As of the date of this report, no further information has been received and the complaint sample has not been returned for evaluation. Quest has requested for additional information and sample return from the customer. A follow up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an issue encountered during use of the mps delivery set. The report states that the delivery set leaked blood.

Manufacturer narrative:
The complaint sample was not returned and an evaluation could not be conducted on the device. A DHR review could not be conducted as the lot number of the complaint sample was not provided. During the manufacturing process, all cassettes are 100% visually and functionally tested to verify there are no leaks. The manufacturing process was reviewed and confirmed to be functioning within validated parameters. All components in the device are assembled and 100% visually inspected by online operators per internal manufacturing procedure . In addition, the mps console performs a leak check during diagnostic start-up activities after the mps delivery set has been installed. If a leaking condition exists,the diagnostic check on the console would identify that leaking condition during priming and the start-up activities both events prior to clinical use. The root cause of the reported complaint condition is unknown. Quest will continue to monitor complaint trends.